Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging meter gets wet and is not working but reporter did not mention what is not functioning. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.